Event description:
Material# 930815. Batch# unknown (provided 1235221). It was reported that package seal integrity poor. Verbatim: please see attached. These made it into the or. Thankfully no known impact to patients, but these were immediately pulled and we checked rest of stock. The packages were unsealed, and there appears to be painter's tape on the package.

Manufacturer narrative:
(B)(4). (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material# 930815 batch# unknown (provided 1235221). It was reported that package seal integrity poor. Verbatim: please see attached. These made it into the or. Thankfully no known impact to patients, but these were immediately pulled and we checked rest of stock. The packages were unsealed, and there appears to be painter's tape on the package.

Manufacturer narrative:
The failure mode of red tape (open seal) is confirmed by the photograph/ samples supplied by the customer. As part of routine production, when an ending roll of liddig is joined to a new roll, the union splice is taped together with red tape to aid as a visual identification and for the vision system detection. The issue is most likely isolated to 8 packages because of the dimensions of the 26ml applicator package and equipment seals eight (8) packages per cycle. Each package is approximately 12 inches long and 3 inches in height. The worst-case scenario would be 12 packages affected but due to length, but rare. In most of the cases, only 8 samples or less would be affected since manufacturing personnel discard any packages with red tape and the product would tend to be in the same master shipper which packages a quantity of 25 each. The packaging machine has a red splice sensor which would detect the packages as nonconforming. The red tape affects the sealing integrity of the package because it¿s used to annex two rolls of packaging material. If a sample has an open seal, the defect would be self-announcing and easily detectable by the customer due to the visible red tape. The red tape signifies do not use. The red tape packages are discarded to another conveyor for scrap or the rework operation. Lot 1235221 was packaged in august 2021, a new recovery/ rework flow was established in october 2021. One of the instructions to prevent this occurrence is to remove the packaging of the product under recovery as to prevent compromised packages from being shipped. Also, samples with red tape are noticeable and self evident known to be compromised. Based on this preventive action and no negative trend observed, bd will continue to track & trend.